Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, it was reported that the pump had been empty for approximately 2 weeks. The patient was on her third fentanyl patch; they each lasted 3 days. Ten days ago, she went to the hospital where they gave her a shot of dilaudid because she was allergic to morphine. The patient was "so sick" last week because the pump ran out completely. The patient had been hearing the 2-toned alarm for 3 weeks, and the beeps were reportedly getting lighter and harder to hear. The fentanyl patches were "murder" for the first 4 days she had them on; she was sick as a dog. The patient reportedly went to get the pump refilled and found out the healthcare provider (hcp) was gone, then "some woman kept calling and said she missed her appointment." This happened 3 times, and then finally she got a message to go see a different hcp, so she went and saw him, but he said he couldn't fill it there. The reporter was redirected to the patient's hcp. The pump system was being used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received on (B)(6) 2015 and indicated that the patient was still having concerns with the device or therapy and was working with the doctor or company representative.